Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset and now the battery voltage is around the end of life (eol) voltage. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The device set eri/rrt while implanted. Review of save to disk data by released product systems engineering determined that: the device had reset and now the battery voltage is around the eol voltage (voltage measured is 2.57 v and eol is 2.55v). I would recommend to explant device (as it has reached rrt anyway on the (B)(6) 2024). What I suspect happened here is that the reset cleared the rrt flag and the rrt was triggered 3 days after the reset of the (B)(6) 2024. When the device was scheduled for a capacitor formation, the battery voltage dipped to such a level that it reached a voltage below the operational voltage which resulted in the reset. The reset cleared the implant time and all historical data. I expect here normal battery depletion and a reset due to a low voltage probably in combination with capacitor formation. I do not have data when this device has reached rrt, however the longevity estimation now cannot be used as the historical data is gone, probably the rrt flag was cleared and the capacitor formation caused the device to reset. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. The device passed both the manual functional test and longevity calculation. It was determined that the device met specifications for normal device operation and normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full power on reset occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was explanted.